Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
MDR 3003442380-2026-24616 / supplemental report 01.imdrf cause investigation code: code b24 is not available in database to capture event history log review.additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary.complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 28-may-2025 against "lot number 6015854 and similar malfunction code(s): adhesive patch does not adhere to the skin after direct application, adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Refer to if the adhesive patch lifts during use. The review confirmed that lot 6015854 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 28-may-2025 against "lot number" criteria equal 6015854 and similar malfunction codes adhesive patch does not adhere to the skin after direct application, adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Refer to if the adhesive patch lifts during use. The count of complaint is 4. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6015854 was manufactured according to the work instruction (wi) version 125 and manufactured in the inset 10, on 18-oct-2025, with a total of 29,200 units.the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures:work instruction (wi) - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection for the reported malfunction code adhesive patch does not adhere to the skin after direct application.all test results were within specification as documented in the attached test report complaint (B)(4).conclusion: testing did not confirm the reported issue; no nonconformance identified.CAPA determination assessment, conclusion summary of complaint investigation:based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunction(s). Statistical analysis result:after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. Complaint unconfirmed:following investigation, the report failure could not be confirmed for this complaint.conclusion summary of complaint investigation:as a result of the following, a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015854 and related malfunction codes. Four complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.based on the available information, this event is deemed to be a reportable serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that the patient faced hyperglycemia on (B)(6) 2026 due to adhesive patch did not stick upon insertion and also treated with correction bolus via pump.